Event description:
It was reproted by a mitek rep. That a piece of ceramic casing broke off of a mitek electrode and was retrieved from pt. Customer used another electrode to complete case and there was no pt harm. If this was to recur and the broken fragment was not retrieved from the pt, it is possible that pt injury could potentially occur. Co does not know what impact, if any; this would have on the pt. It is because of this uncertainty that this report is being filed to document this event.